Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The sterilisation reports were reviewed and there were no issues with the sterilisation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was presented with toxic anterior segment syndrome (tass) post-surgical infection. Additional information has been requested.